Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages. Reportedly, the first cartridge was filled with 150 units of insulin and the second cartridge was filled with approximately 250 units of insulin. In addition the customer received a cartridge alarm (cartridge alarm 19) during the load process. Additionally, insulin was reported to be leaking from the cartridge septum. The customer reported a blood glucose level of 148 mg/dl. The customer successfully loaded a new cartridge onto the pump and resumed insulin therapy.